Event description:
It was reported that the unspecified bd¿ extension set have cracked filters. The following was received by the initial reporter: verbatim: hello, we're a pediatric institution. We recently started filtering intralipid's. The nurses are reported challenges such as filters cracking and just being problematic to get this done.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ extension set have cracked filters. The following was received by the initial reporter: verbatim: hello, we're a pediatric institution. We recently started filtering intralipids. The nurses are reported challenges such as filters cracking and just being problematic to get this done.